Manufacturer narrative:
Reported event of fiber tip detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a full stone retrieval with stent placement procedure performed in the kidney on (B)(6) 2017. Reportedly, the laser unit used was a lumenis powersuite 100w holmium laser with laser settings of 0.6 joules and 6 hertz. According to the complainant, during the procedure, in less than a minute of breaking the stone, the tip of the laser fiber broke off. The broken fragment was flushed out of the bladder and placed into a specimen container. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. The fiber was returned broken in two pieces. The first piece measured approximately 315 cm from the top of the connector to the break. The second piece measured approximately 1.0 cm from the break to the distal tip. The distal tip appeared unused. Examination under magnification confirmed that the tip was unused. The condition of the returned device would make it appear as though the tip detached thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a full stone retrieval with stent placement procedure performed in the kidney on (B)(6) 2017. Reportedly, the laser unit used was a lumenis powersuite 100w holmium laser with laser settings of 0.6 joules and 6 hertz. According to the complainant, during the procedure, in less than a minute of breaking the stone, the tip of the laser fiber broke off. The broken fragment was flushed out of the bladder and placed into a specimen container. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.